Manufacturer narrative:
An event regarding patient factors involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: a surgical pathology report describes synovitis and gross examination only of explanted components. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: trident psl ha cluster 60mm; cat# 542-11-60g; lot# 56136702. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right hip was revised. Rep reported there were three gelatinous masses on the patient's hip which extended down to the stem (not reported as pseudotumor). Fluid could not be extracted from the masses pre-revision, tissue was sent to be examined. No black tissue was noted in the patient's joint. No black material/ corrosion was noted at the head/ trunnion interface. No trunnion wear was noted. Patient factor: lymphoma within the past year. Patient's femoral head and liner were revised to a v40 +4 sleeve, 44 biolox head, and the same catalog number liner (different lot). Update 27 august, 2019: material analysis noted the following: eds showed the head was consistent with astm f1537 and the debris on the interior taper was consistent with an oxide, a corrosion process, and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.